Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
The customer reported a ventilator with a failed leak test. There was no patient involvement / harm.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. H11: after further investigation. The ventilator failed the leak test, is a duplicate of pr 9930468, and is not reportable due to the following rationale: the leak test is performed as part of the pvt (performance verification test), which is always performed prior to putting the ventilator into use on a patient. There is no risk of patient harm because the unit would not be put into use on a patient if it fails any portion of the pvt. This event is unlikely to cause or contribute to death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.